Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). Other device used: catalog #unk, unknown zimmer baseplate, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported an x-ray revealed the glenosphere had disassociated from the baseplate. The patient is scheduled for a revision surgery.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Review of the device history records for the glenosphere did not find any deviations or anomalies. The part and lot number for the base plate is unknown therefor its device history records could not be reviewed. These devices were used for treatment. No other complaints of any type have been reported for the glenosphere lot. Due to the lack of part and lot number a complaint search could not be performed on the base plate. The combination compatibility cannot be determined due lack base plate part number. Operative notes and x-rays were requested however none provided. It is unknown if the glenosphere was initially circumferentially seated. The surgical technique states; "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". The technique also states to "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." Due to the lack of operative notes it is unknown if these checks were performed. With the provided information an exact cause of could not be determined.